Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced o2 mixer assembly. .

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.